Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 2000mcg/ml lioresal at an unknown dose via an implantable infusion pump for intractable spasticity. It was reported that the hcp requested to turn the explanted pump off due to it alarm. It was reported that the pump was explanted because there was a motor stall, low battery reset, and the pump defaulted to minimum rate after it was explanted. It was reported the issues began on (B)(6) 2018. The pump was successfully programmed to off state. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.